Manufacturer narrative:
Block h11: imdrf device code a020503 captures the reportable event of packaging seal compromised.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the preparation, while opening the package, there was an air leakage, and it could no longer be used. Additional information was received stating that the air leakage was found in the device packaging and from the seal. The procedure was completed with another of the same device. There was no patient complication reported as a result of this event.

Manufacturer narrative:
Block e1: initial reporter's address and city have been corrected. Block h6: imdrf device code a020503 captures the reportable event of packaging seal compromised. Block h11: a wallflex biliary fully covered stent was returned for analysis without its packaging. The stent was received in an undeployed state. Visual examination confirmed that the device showed no signs of damage. Product analysis could not confirm the reported event of a compromised packaging seal, as the packaging was not returned. Consequently, the investigation findings do not provide a definitive conclusion regarding the cause of the reported event. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the preparation, while opening the package, there was an air leakage, and it could no longer be used. Additional information was received stating that the air leakage was found in the device packaging and from the seal. The procedure was completed with another of the same device. There was no patient complication reported as a result of this event.